Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-2 error. At the time of the call the customer reported having symptoms of dizziness and shakiness. Medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 01/31/2021; test strips were not stored according to specification and were stored in the kitchen. Customer had another vial of test strips, lot number mw3438s, manufacturer's expiration date of 01/26/2021, open vial date of one week ago, that had been stored correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 70 mg/dl using meter. Customer was satisfied with the result obtained, stating she had just eaten an apple during the call.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 11-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 11-may-2020: b2: adverse event report is being submitted due to symptoms related to diabetes - dizzy, tremors, and headache. H1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".